Event description:
Two insulated scissors tips from the same lot arced while in use.there was no patient injury.====================== manufacturer response for insulated scissor tip, logicut======================